Manufacturer narrative:
Correction: eval code method. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was inoperative. It was noted that there was an issue with the patient cable. There was no patient involvement. It was further reported that the customer tried the epg with a different cable and it worked appropriately. The status of the cable unknown.